Manufacturer narrative:
Date rec'd by MFR: 18jul2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective back fan filter to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported broken rear support of machine filter. The device was not in use at the time of the reported event.